Event description:
Reporter indicated that the pt has been experiencing intermittent pain at the generator site. The pain is not continuous with each stimulation, but is intermittent and has occurred only twice during 8/2002. Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was "no", indicating that the generator was not at end of service. Lead break is suspected. Further follow-up revealed that x-rays did not reveal any lead discontinuities. The pt still has the vns turned on and has started having an increase in seizure activity. The physician has scheduled revision surgery in 2002.

Event description:
Further follow-up revealed that the patient was explanted due to undergoing selective amygdalohippocampectomy. Surgeon indicated that the patient did not not experience significatn improvement in this seizures and was bothered by the pulse generator. Surgeon reported that the patient was doing very well since the brain surgery.